Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 3 years and 9 months post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and an inspiris resilia surgical valve was implanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Section h6 was corrected. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the complaint was confirmed by a medical record review. Based on the limited information provided, the root cause for the valve degeneration approximately 3 years 9 months post valve implant could not be confirmed, but may be related to the patients comorbidities and/or progression of the preexisting valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received. Section b7 was updated. Per the patients medical records, approximately 3 years and 9 months post implant of a 26mm sapien 3 valve, the patient was admitted to the hospital for a stenotic bioprosthetic aortic valve. The patients signs and symptoms for the admission were unknown from the medical records provided. Eight days later, the sapien 3 valve was explanted, and a surgical aortic valve was implanted. The sapien 3 valve was noted to be severely calcified. The belly of the leaflets were severely stenotic and immobile. The patient was discharged home in stable condition. The investigation is ongoing.